Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information. Caller mentioned that they had a spinal cord stimulator from boston scientific which worked for a year for their lower back but then it caused more pain than it was worth. Caller stated their body tends to reject foreign objects. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).